Event description:
It was reported that a bd safetyglide¿ insulin 1/2ml 30g 5/16" had no scale markings. The following information was provided by the initial reporter: no scale printing.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-04-04. H6: investigation summary: customer returned (1) loose bd safetyglide syringe without any packaging. Customer states that there is no scale printing. The returned syringe was examined and exhibited no scale markings printed on the barrel. A review of the device history record was completed for batch # 1139882. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Root cause for this defect cannot be determined. H3 other text : see h10.

Event description:
It was reported that a bd safetyglide¿ insulin 1/2ml 30g 5/16" had no scale markings. The following information was provided by the initial reporter: no scale printing.